Event description:
User reported leaking dacapo powerpack. No damage to health nor injuries related to contact with the electrolyte chemistry have been reported.

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing being mentioned in the supplemental document, damage to the integrity of the device might still have occurred in other locations, e.g. Crack underneath the cap. The noted leaking was likely the reason for the malfunction of the device. This is a final report.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. When additional information becomes available, a failure analysis will be submitted as a follow up report.

Event description:
User reported leaking dacapo powerpack. No damage to health nor injuries related to contact with the electrolyte chemistry have been reported.